Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "13 days ago" from adc awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high readings issue with the adc device. The caller reported that an unspecified high reading was received on the sensor and the customer experienced headaches, ¿high glucose¿, and a loss of consciousness. The customer had contact with a healthcare professional who administered an insulin (type/dose unknown) injection for treatment. An hcp meter reading of 189 mg/dl was reported, however, it is unknown when the reading was obtained in relation to the reported treatment. No further information was provided. There was no report of death or permanent injury associated with this event.